Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient who presented for routine followup had several episodes of noise that led to aborted shocks. The patient has been sent for a chest x-ray and the device remains implanted.